Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: occlusion of device or native vessel, endoprosthesis: improper component placement. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Post deployment angiography showed the contralateral leg placed in the left common iliac artery had been landed approximately 5mm to distally and unintentionally covered the left internal iliac artery was covered. The patient tolerated the procedure and will be monitored by the physician.